Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate shock/therapy. No further information is available at this time.